Event description:
The user facility¿s biomed reported for an automated impella controller (aic) that the silver handle on back of device broke off. There was no report of patient involvement, harm or injury.

Manufacturer narrative:
The investigation for the reported damage before therapy issue has been completed. The product was returned, and the issue was confirmed. Device analysis: console was sent back for further investigation. The gray bar on the back of the console is broken which was confirmed on visual inspection. Per the results of the clinical review and investigation, the root cause was determined to be the gray bar on the rear breaking. This report is being filed as part of a retrospective review of historical records.